Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing phrenic nerve stimulation due to right ventricular pacing. Device interrogation revealed the rv lead was not capturing. The lead was repositioned on (B)(6) 2020 to resolve the issue. Patient was stable post procedure.